Event description:
It was reported that the touchscreen display was shattered and only a third of the screen illuminates with blurred lines. No impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.